Event description:
Lap gastric bypass: "first 2 clips scissored (clips are also returned) device was used properly."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering was able to load and close two clips successfully; however, the remaining clips would not load or fire. Engineering disassembled the unit and found that the device and its components were free of damage and met all specifications; however, the presence of excessive tissue and debris was noted. The root cause of the clips scissoring could not be determined, as engineering was unable to replicate the incident. Excessive tissue and debris in the device may obstruct normal movement of internal components or jam the device. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.